Event description:
Same case as MFR #'s: 2134265-2011-05620, 2134265-2011-05680. It was reported that during an angioplasty and stenting treatment procedure, catheter removal difficulties occurred. Vascular access was obtained via the right femoral. The target lesions were located in the stenosed left superficial femoral artery (sfa) to popliteal artery. The profunda was very dominant, the sfa had almost no flow. Another manufacturer's guide wire was inserted and the sfa was pre-dilated with a 5.0 x 150, 135cm mustang balloon catheter. An epic vascular stent was then placed. The same mustang catheter was going to be used again for post-dilation; however, the catheter would not cross the bifurcation inside the sheath. Another 5.0 x 150, 135cm mustang balloon catheter was selected and used successfully for angioplasty. During removal of the mustang balloon, the catheter became stuck on the non-bsc wire. The catheter was left in place and the wire was removed and exchanged for another non-bsc wire. The catheter became stuck with this wire as well. The mustang and wire were removed from the patient together as a unit. Another epic vascular stent and two non-bsc stents were also placed in the target vessel. A 5.0 x 40, 75cm mustang balloon catheter was selected for post-dilation of an epic stent located in the proximal sfa. Dilation was successfully completed; however, the mustang became stuck on a non-bsc guide wire during removal. This time outside the patient. The wire was removed from the patient. There still was not very good flow in the sfa, so a 6-4/5/75 ut diamond balloon catheter was selected to further dilate the proximal sfa. The balloon was inflated to 8atms and removed from the patient. At this time, a dissection was noted that shut off the profunda completely. The patient was immediately taken for femoral-tibial bypass. The profunda was repaired during bypass and the patient had good flow. It isn't clear if the 5.0 x 40, 75cm mustang balloon catheter or the 6-4/5/75 ut diamond balloon catheter caused the dissection, but the 6-4/5/75 ut diamond balloon catheter "pushed dissection flap over the profunda" causing the profunda to shut down. There were no issues with the deployment of the epic stents. The patient received 5000 units of heparin during the procedure. There was some thrombus present in the sfa. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: approximately (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).